Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 100 mg/dl. The customer stated that the alarm occurred during bolus. The customer was not able to troubleshoot during time of call. The customer will return the reservoir for analysis.